Manufacturer narrative:
The t:slim pump user guide states: "check your t:flex pump personal settings to ensure that they are correct." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed incorrect bolus dosage calculations. Tandem technical support checked pump logs and found that customer's pump settings were inaccurate. Reportedly, the customer had accidentally changed the correction factor from 1:40u to 1:3u. The customer's blood glucose level was 220 mg/dl, and the customer did not deliver the bolus amounts from the inaccurate setting. Tandem technical support assisted the customer in changing the correction factor and recommended the customer consult with health care provider.